Event description:
It was reported that stent damage occurred. A 3.00 x 16 synergy drug-eluting stent was selected for use. During device preparation when removing the stent protection cover, the stent was damaged. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.